Event description:
This event was identified retrospectively. This recipient experienced two episodes of meningitis about 4 1/2 years after implantation. The pt was treated and successfully recovered.